Manufacturer narrative:
H6: previously applied code of fdc d02 is reported incorrectly and no longer valid. Additional code of imf f05 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the blade was wobbling while using. The procedure was extended for 3 minutes and completed with backup product. There was no patient injury.

Manufacturer narrative:
H3: product analysis of the blade found that visually, the inner shaft was bent distal to the inner hub when returned. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating up to 3000rpm excessively wobbling occurred. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.